Event description:
It was reported that a routine follow-up appointment, it was noted that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements (>3000 ohms). Additionally, complete loss of capture and sensing were observed. Diagnostic imaging was performed which confirmed that this rv lead had fractured. The physician elected to hospitalize the patient pending a lead revision procedure. At this time, the rv lead remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that a routine follow-up appointment, it was noted that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements (>3000 ohms). Additionally, complete loss of capture and sensing were observed. Diagnostic imaging was performed which confirmed that this rv lead had fractured. The physician elected to hospitalize the patient pending a lead revision procedure. This rv lead was subsequently surgically capped and abandoned; a replacement lead was implanted to resolve the event. At this time, this rv lead remains implanted, but capped and out-of-service. No additional adverse patient effects were reported.